Event description:
Caller states that she did back to back testing with the following results: 222mg/dl abd 100mg/dl. No treatment reported.caller also reports that at a different time she tested back to back with the sollowing results: 250mg/dl,162mg/dl. She states that she took 20 units of r insulin after the 162mg/dl and 1-2 hours later she tested at 81mg/dl.no treatment reported. No strip information provided.no quality controls were used. Requested return of suspect device and replacement was sent.